Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and used a pronk cardiac output simulator to perform cardiac tests on the module over 3, 5, and 7 measurement outputs. Output was verified using multiple cables and a spare extension. No issues were observed and cardiac output completed without issue. No problem was found during testing of the device. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue microstream extension indicating the device had inaccurately high cardiac outputs. The device was in use at the time of the event. No adverse event occurred.